Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted the type 2 diabetes mellitus (dm), v-go 40, humalog insulin user for almost 1 year. Client is reporting after wearing the v-go device for 20 hours the v-go 40 device emptied about 20 units of insulin all at once causing hypoglycemia. She went to check on the v-go device applied to her abdomen and witnessed the grey indicator move emptying as best she can estimate 20 units of insulin all at once. The grey indicator showed the device was now empty. She denies pressing the bolus ready or delivery button. She denies any leaking from the device. She denies wetness on skin or clothing around the device. She denies smelling the insulin. She typically uses 5-6 bolus clicks per meal. On this day she reports being upset with her spouse and she did not eat her regular meals. She denies using all 18 bolus clicks during the 20-hour time frame. Client wears a continuous glucose monitor (cgm). At the time of incident blood glucose was 112. One hour later she was altered her blood glucose was 96 and continued to decrease to 59. She was scared with the decreasing low blood sugar readings and removed the device. She did not press the needle release button. Needle was exposed when device was removed. She did not save the device. Client has follow up with their healthcare professional (hcp) on (B)(6) 2023. When the blood sugars were dropping client contacted emergency medical services emt). When emt arrived, they treated her with food and continued to monitor her blood sugar readings. She thinks her lowest blood sugar reading may have been 40. Three hours later her blood sugar reading was 109. Client was treated with food and blood sugars returned to normal range. No additional medical treatment was reported. A blood sugar reading of 59 is low but not considered serious. A blood sugar reading of 40 is considered serious. It is possible the v-go device contributed to this serious low blood sugar reading. It is reported the v-go emptied at 20 hours not 24 hours per label recurrence can be serious. Client has follow up appointment scheduled with her hcp.

Event description:
The patient reported that they had the v-go 40 on for almost 20 hours and she lifted it to look at it and the plunger released and the remaining insulin started to go in her, she believes it delivered 20 units of fast acting insulin. She ripped the v-go off and then noticed the device was empty. She checked her blood sugar and it was 112 and then an hour later it was 96 and continued to go down to 59. The ambulance came and the emt's made her eat while monitoring her sugar levels. Three hours later it was 109. Patiently stated it scared her very bad. Patient stated that sometimes she wears the device for 3 days because she does not use all of the insulin within 24-hours and she does not want to waste it. She talked to her provider about giving her a lower dose and stated that the provider did not want to do that. The patient reported that the device is not available for return to the manufacturer for evaluation.